Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition was confirmed as the tip of the device was broken. No definitive root cause could be determined based on the provided information. The unintended forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> DHR review part number: 511.761 lot number: ma1151 manufacturing date: 23.07.2018, 30.04.2018, 14.03.2018, 09.04.2018 manufacturing site: oberorf business unit : power tools the device history record shows this lot of 511.761 product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Part number: 511.761 lot number: ma1151 manufacturing date: 23.07.2018, 30.04.2018, 14.03.2018, 09.04.2018 manufacturing site: oberorf business unit : power tools the device history record shows this lot of 511.761 product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: reporter is a j&j sales representative. A product investigation was conducted. A device history record (DHR) review was conducted: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during the loan kit inspection a piece of the coupling reamer snapped off. It has been forwarded to depuy engineering for assessment. This report is for one (1) large quick coupling. This is report 1 of 1 for complaint (B)(4).